Event description:
It was reported that bd syringe 10ml ll bns contained foreign matter. While setting up the sterile field, the technician observed a particulate in the 10ml luer-lok syringe. Rcc received a complaint via email. Issuing this notice to inform you of a product complaint associated with material supplied by your organization. We trust that you will take the necessary corrective actions to address and resolve this matter. The relevant details are listed below: complaint record number(s): (B)(4), product number: 500620, supplier product (material) number: 301029, supplier product (material) description: syr, 10cc l/l, supplier lot number(s): 5099820, sample availability: n/a, the event date was 2/12/2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up: a customer reported the presence of particulate matter in a 10ml luer lok syringe. To support the investigation, the quality team received one photograph of a 10ml luer lok syringe for evaluation. The image depicts the upper portion of a loose syringe with what appears to be a dark foreign particulate embedded within the barrel collar. This condition is nonconforming to product specifications and is associated with the molding process. A device history record review was completed for material number 301029, lot 5099820. The review confirmed that all required visual inspections were performed in accordance with established requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and considered compliant with product specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation, the customer reported symptom is confirmed.